Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I have been waiting as you told me you will send it by the end of the week (2 weeks ago) and it seems I have to wait again but please send me as soon as you can. I need it and I don't want to try other brand again. Thanks. Per customer complaints requested replacement.